Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information found it was further reported the patient had back surgery around the time the shocking started. It was stated the device did not have coupling and showed the reposition antenna screen, but after repositioning the antenna the patient had coupling.

Event description:
It was reported that the patient was having a hard time getting the stimulator to charge. The patient usually charged about every month and a half but stated it took ¿forever.¿ the patient was instructed to charge more often. The patient was instructed to use the antenna locate feature and the patient had full coupling. The patient confused the coupling bars with the stimulator charge level. The patient¿s device quit working 3 months ago and the patient¿s physician left the practice. A company representative was able to get the stimulator working but about 2 months ago, the patient started to get shocks across her buttocks. The patient was unsure if the shocks were from the stimulator or were her body. The patient noted that she can be walking fine and then all of a sudden her knee wouldn¿t work. The patient was given a physician listing for follow up. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).